Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the beginning of (B)(6) 2018 the recipient stopped hearing with the device. Prior to the loss of sound a "bubbling" type noise was heard with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. In addition, per information on the implant registration card the insertion depth of the active electrode was 22mm. Therefore 4 electrodes were already left outside of cochlea at implantation. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Since the beginning of (B)(4) 2018 the recipient was no longer able to hear with the device. Prior to the loss of sound a "bubbling" noise was heard with the device. Re-implantation was performed.